Event description:
It was reported that the patient underwent a posterior surgical procedure to treat a l2 vertebral fracture. Approximately 7 months p ost-op it was discovered that a screw on one side of l1 had broken. The patient underwent a revision surgery to have the hardware removed 10 months post-op. The patient reported having a numb toe. No additional patient complications were reported.

Manufacturer narrative:
Films were supplied for review which found, construct l2-l3-l4-l5 for apparent burst fracture. Films show screw broken at l2. Construct removed leaving broken screws in l2. Loss of lordosis is apparent.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.